Event description:
It was reported that the insulin pump had blank display. Customer stated was splash with water and had blank display. Customer's blood glucose was 132 mg/dl. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The insulin pump had a corroded motor assembly, corroded keypad traces, a cracked case on the display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.